Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) stated patient had ins removed because it was not helping her symptoms. The hcp stated she does not know what the ins was implanted for but thinks it was for pain because the leads are showing in her back. The hcp inquired if patient could still have MRI of shoulder with abandon leads. The hcp has no further information about this therapy issue. The patient¿s indicators were for fecal incontinence/gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.